Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported "other people" had not had success with their stimulation devices and had to have them removed. It was reported that the people were not having success with the therapy were from a support group. There was a report that the people were quadriplegic so maybe the therapy just didn't work for them because the patient has had a success with it. There was no additional information regarding the other patients' issues. Relevant medical history includes other.